Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had a burning smell. The field service engineer (fse) observed a red sticky substance and liquid inside the unit, likely originating from material spilled from the cubies above, which had leaked under the top cover and into the printer area. The fse disassembled the printer and thoroughly cleaned the affected internal components, confirming that no liquid had reached the electronic parts or power supply. The fse then reassembled the unit, after which the station booted normally with no errors, and printing and login functions operated as expected. The fse confirmed that the drawers were functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had a burning smell. The user reported a smell of electrical components overheating, melting, or possible fire on the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.